Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that there was a crack and break on the reservoir compartment. The customer¿s blood glucose was 400 mg/dl. She said that while she was trying to prime the pump, she was filling the tubing and insulin was squirting out. The drive support cap was not damaged and the displacement test passed. The caller was advised that this may have occurred because of moisture on the reservoir vents. They were advised to change the infusion set and reservoir if that was the problem. They were advised that the pump should be replaced as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window and stained address/serial number label.